Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device experienced a syncopal episode. A review of information from the patient's remote home monitoring system indicated that the patient was experiencing a great deal of atrial tachycarida events; no ventricular events were noted. The device remains in service.